Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update: litigation papers received (B)(6) 2014. Litigation alleges weakness in the hip and quadricep. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
In addition to what was previously reported, pfs alleges elevated metal ions, weakness, difficult to perform daily tasks and fall due to weakness. After review of medical records for MDR reportability, patient was revised to address metal allergy from metal on metal implant. Revision notes reported of cloudy joint fluid, metallosis between the head and trunnion, hole eliminator screw was removed. Clinic visits reported of worsening pain, difficulty ambulating and increased metal ions. There is no laboratory values for metal ions provided.

Manufacturer narrative:
(B)(4).